Event description:
Reporter alleged being hospitalized for three days due to high readings on the blood glucose monitoring device. Reporter stated glucose readings were 200+ mg/dl for a few days and was having headaches and dizzy spells as well as had fallen a couple of times. Reporter indicated being taken to the hospital where glucose measured 105 mg/dl and was admitted for 3 days, however no treatment was received. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.